Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room because she was experiencing pain at the ipg site due to the device being superficial. A CT scan was performed but the results are unknown.

Event description:
Follow-up revealed the patient stopped experiencing pain at the ipg site over time.